Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred from drawer 6.1, which was not recognized on the communication bus. The device was powered on and off twice, unplugged twice, and after a three-minute wait, it was reconnected. However, this did not resolve the issue. A field service engineer serviced all the connections in drawer 6.1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.